Event description:
According to the facility when using the laparotomy sponges the sponges are fraying and got caught on a clip on the left internal mammary artery. The frayed sponge had to be removed from the patient.

Manufacturer narrative:
According to the facility when using the laparotomy sponges the sponges are fraying and got caught on a clip on the left internal mammary artery. The frayed sponge had to be removed from the patient. The sample was not returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.